Event description:
A bipap auto biflex device was returned to a third-party service center with no initial allegation. During the evaluation of the device, the service technician observed the power connector was burnt. The service technician found no evidence of foam particles in the assembly. Additionally, contamination from dust and error code e053 (comp_log_sem_timeout error) was found. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.